Event description:
It was reported that the patient leads were poking out of sutures. It was also noted that the patient had a cerebrospinal fluid (csf) leak at the area. The patient underwent a revision procedure wherein the leads were clipped.

Manufacturer narrative:
Serial number: (B)(4). Lot number: 16309884. Expiration date: 08/01/2015. Unique identifier (UDI) #: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: (B)(4). Model: sc-3138-55. Serial: (B)(4). Batch: 2000006558.

Event description:
It was reported that the patient leads were poking out of sutures. It was note also that the clipped would not poke sutures and the area was leaking body fluids. Additional information was received that the patient underwent an explant procedure due to possible infection risk. The infection was not device related and the cause was unknown. The patient was doing well postoperatively and was prescribed with antibiotics. The explanted devices were consumed by the medical facility and will not be returned.